Manufacturer narrative:
The hill-rom technician found the unit had a broken/loose ground plug. He replaced the power cord to resolve the issue.

Event description:
Information received indicated the bed's ground impedance (resistance) was out of specifications.